Event description:
Dr performed the procedure with the following steps: they implanted the trochal aortic graft stent (two stents with the extension), endurant (medtronic). With brachial access, they positioned advanta v12 5mm x 59mm via cook 7f 90cm sheath to the left renal artery. To do right renal artery, they positioned another advanta v12 6mmx59mm via cook 7f 90cm sheath. They positioned abdominal aortic stent graft cover the renal arteries under sma. They opened endurant abdominal aortic stent graft first and then inflated both v12s at the same time. Left renal artery stent opened properly. However, the stent in the right artery did not expand at all (the balloon did not expand). There was blood in the deflator. They realized that the balloon had burst. They decided to remove the stent. When they took the sent out, they saw that it was leaking from the distal part of the balloon. They decided to put another v12 8mmx59mm to the right renal artery keeping the wire at its position. With the same wire, the second stent placed to the renal artery successfully. When they attempted inflate the balloon, at around 5 atm, distal part was open, however ,the middle part and proximal part of the stent did not expand. Again, it was noticed that the balloon was burst. There was blood in the deflator. They tried to take the balloon out, but they could not take the balloon into the sheath (cook 7fr). They took all the system back to the right brachial entrance point. The balloon itself was stuck at the puncture side. When they pulled the stent the angle of the stent increased and it moved to the upper part by 0.5-1.0 mm. They removed the balloon surgically (arteriotomy). The balloon was damaged totally. After the surgery, the balloon was examined in detail and what they saw was that the stent had full integrity but it was piled up at the distal part like an accordion and on the balloon was plaque debris. In order to pass the unopened part of the stent, they changed 0.35 inch wire to 0.14 inch wire and they sent another balloon (4.5x30 rx). They inflated the balloon without any problem. Then they changed 0.14 inch wire to 0.18 inch wire and they sent another balloon (non-compliant, 6x40 otw) in order to expand the stent more. Even though the balloon did expand properly, the perfusion of the right renal artery was not sufficient. There was extensive thrombosis at the distal renal artery. The pt was treated with aggrastat. Because the vessel was blocked for 30-40 mins, they could not achieve to have blood flow. They ended the case. Pt death reported. When asked more specific explanation it was stated this was a very high risk procedure and the pt died the weekend after the procedure, and it was not reported as an outcome due to the v12 stents.

Manufacturer narrative:
Awaiting the return of the device for eval. Two devices were used in the procedure. Reference MDR #1219977-2013-00056 for the other device used in the procedure.